Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer restarted and booted up to a black error screen. The programmer was power cycled and the error code cleared. The programmer remains in use and no patient complications have been reported as a result of this event.